Event description:
It was reported that pump malfunction occurred, with no notable events before issue and a malfunction code shown on pump display. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned, which caller acknowledged and understood.